Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 32 synergy stent was selected to treat the target lesion. During preparation, after the stent protector was removed, it was noted that the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method code, result codes and conclusion codes updated device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on the distal half with struts distorted and stretched distally over the bumper tip. No damage was noted to the struts on the proximal half of the stent. The product stent protector was not returned for analysis with the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 511mm from the end of the hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent damage occurred. A 2.50 x 32 synergy stent was selected to treat the target lesion. During preparation, after the stent protector was removed, it was noted that the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.